Event description:
Litigation alleges that patient has experienced pain in the right buttock area and slight groin pain, along with headaches and other symptoms she worries may be associated with her implant. Additionally, it is alleged that patient has elevated metal ion levels. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain and fluid build-up.

Event description:
Litigation alleges that patient has experienced pain in the right buttock area and slight groin pain, along with headaches and other symptoms she worries may be associated with her implant. Additionally, it is alleged that patient has elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, explant date. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.